Manufacturer narrative:
The insulin pump was received with a broken battery tube thread, cracked reservoir tube lip and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump is cracked where the battery screws in and a rubber piece is coming out. The blood glucose reading was 99 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.